Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. A new cartridge was loaded to try and resolve the issue; however, the issue persisted. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting further with tandem technical support. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.